Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Trans-septal puncture was performed, and heparin was administered. The activated clotting time (act) was taken five minutes later and was within the therapeutic range. A watchman access system (was) was positioned at the laa. A 24mm watchman flx pro closure device and delivery system was advanced and deployed at the laa. Upon deployment a mobile thrombus was noted on the face of the closure device. The physician attempted to aspirate but was unsuccessful. Release criteria were assessed and met, and the closure device was released. Aspiration was continued during release and withdrawal of the sheath back into the right atrium. Protamine was not administered, and more heparin was administered. The act was over 500 seconds. The thrombus was still noted on the face of the closure device once the procedure was completed. The patient underwent a neurology consult upon waking. No issues were identified, and the patient was discharged the same day.